Event description:
The company was notified that the patient experienced pressure and pinching sensations at the implant site. The center reports that they do not suspect any device malfunction, but have made the decision to explant the patient's cochlear implant in order to alleviate the patient's discomfort.